Event description:
The device was unable to interrogate. Programming options and using another programmer was suggested. The device did not establish telemetry. It was reported that the patient had fallen off a ladder on his right side. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.